Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had to press the buttons on the insulin pump multiple times in order for them to respond. The patient's blood glucose at the time of incident was 11 mmol/l. The customer was attempting to bolus and had a difficult time getting the numbers to input correctly due to the unresponsive keypad. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump is out of warranty and will not be returned for analysis, and a replacement device was shipped to the customer.